Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image did not appear because a video signal could not be transmitted to the processor due to damage of the camera head and the cable. The damage of the camera head and the cable are considered to have been caused by user handling. The instructions for use include the following statements which can prevent the event: "do not give a shock to the camera head. It may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
Additional information is not yet available for this event. Please see updates in section e2, e3, g4, g7, h2, and h10. It is unknown when this issue was found (i.e. During set up, etc.). It was confirmed that there was no patient injury. No damage or abnormalities were observed. The customer advised no further information in regards to this event is known.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not available. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image. This is attributed to the faulty charge couple device unit and a shortage in the cable.

Event description:
As reported for this event, the device displayed no image on the monitor. There is no reported harm or adverse impact to any patient.